Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A customer contacted stryker to report that their device's on/off button is not working. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.